Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. The customer's blood glucose (bg) was 78 mg/dl. No additional information was provided.

Manufacturer narrative:
Device was discarded before investigation was performed on the reported issue.